Event description:
Boston scientific received information that during a routine device change out procedure the physician noted that the header was separated from the device. There were no clinical observations associated with the loose header. The device was explanted and replaced and was to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
(B)(4). As of today, the device has not yet been returned for analysis. Should additional information become available, this report will be updated.